Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this 25 mm valve was explanted from an (B)(6) man after an implant duration of seven (7) months due to unknown reasons. A model 27 mm valve was implanted in replacement. No other information was provided.

Event description:
Edwards received additional information through follow up with the healthcare provider. The 25mm valve was explanted at implant from an 87-y-o man due to unknown reasons. A model 27mm was implanted in replacement. The patient had no previous operation and had concomitant coronary artery bypass grafts in the same operation. No other information was provided.